Event description:
Customer reported erroneous differential results when using a coulter lh 750 hematology analyzer. This occurred intermittently over 2 days. The initial test results were questioned by the operator when high eosinophil% was obtained. When the samples were rerun, correct test results were obtained. The initial results were determined to be erroneous based on the rerun and/or manual differentials. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 3 of 4 events reported by this customer. This event is for one sample tested on the evening shift on (B)(4) 2008.

Manufacturer narrative:
The analyzer was running within quality control specifications. Controls were run before and after the incident. The field service engineer (fse) realigned optics and replaced the three element scatter sensor to correct the problem on (B)(4) 2008. On (B)(4) 2008, the fse confirmed with the laboratory that problem was resolved. Root cause for the erroneous differentials related to the optics misalignment and/or the scatter sensor. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 3 of 4 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00736, 00737, 00739.